Event description:
Device malfunction: difficult to remove/clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. The device was removed using the access ports. After the device was removed from the pt's artery, it was found that the clip was in the distal end of the sheath on the locator wings. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.